Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor stored an episode with noise. It was noted the patient was not symptomatic. The device remains in use. No patient complications have been reported as a result of this event.